Event description:
It was reported that this pacemaker and right atrial (ra) lead had an alert for high out of range pacing impedances greater than 2000 ohms that switched the configuration to unipolar. There were observations of noise that oversensed was atr episodes (no pacing inhibition) since the switch to unipolar. Technical services recommended programming unipolar pace and bipolar sense. The patient was 71% atrial paced, and 0% ventricular paced. The system remains in-service, and no adverse patient effects were reported.